Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient began remedial therapy with vancomycin and fortum. Dianeal therapy was ongoing. The peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique for pd. The consumer stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.